Manufacturer narrative:
The physician clarified that the suspect product was restylane lyft with lidocaine.

Event description:
(B)(4). A follow-up report was received 03-mar-2016 from the physician. The physician reported that the (B)(6) year old female patient had a medical history of skin type fitzpatrick iii-IV, postural orthostatic tachycardia syndrome, restless leg syndrome, frequent hypotension and reactions to botox and dysport in the past which had resolved. The patient was taking the following concomitant medications: celexa, midodrine, ropinirole, lorazepam, nuvigil, and pyridostigmine. Prior to the injection the patient had used lidocaine/tetracaine ointment applied to the lips. The patient was injected with restylane lyft with lidocaine to the lips using the needle in the kit 0.5 ml to the upper and 0.3 ml to the lower on (B)(6) 2016. Immediately after injection to the lower lip, the patient experienced severe blanching. Immediately the patient was treated with a warm cloth, nitro paste for 10 minutes, IV infusion of 1l ns to treat patient's frequent hypertension due to pots syndrome, hyaluronidase 0.4 cc injected in lower lip, and then an additional 0.4 cc. The patient was then held in the office for observation over the next 3 hours with fair capillary refill. Over the next 2 weeks, the area became bruised, very sore, and ulcerated area on the lower left lip. The physician reported the patient had multiple treatments, including silver sulfadiazine, but the patient couldn't tolerate because it created a stinging pain when applied to the wound. The events have now resolved without and apparent sequelae.

Manufacturer narrative:
Pharmacovigilance comments: a causal relation between the events and the treatment seems possible. The injection technique or the injection procedure per se may also have contributed to the events. As stated in the labeling for restylane silk, the product must not be implanted into blood vessels. Localized superficial necrosis and scarring may occur after injection in or near vessels, such as in the lips, nose, or glabellar area. The case has been assessed to fulfill the criteria for regulatory reporting. CAPA: the events are already addressed in the labeling. The labeling has recently been updated with information concerning the events of ischemia and necrosis. No corrective/preventive action will be initiated.

Event description:
A report was received on (B)(4) 2016 from the patient and verified by the physician on (B)(6) 2016. The female patient was thought she might be allergic to restylane silk that she had injected in her lips over a month ago. Photo documentation from the patient of six color photos was attached to this case report. According to the patient, the lip in the images immediately blanched during the treatment. The physician then immediately treated the lip with vitrase (hyaluronidase) and followed the patient during the healing process. The patient was seen last week and her lip was healed and unremarkable. No additional information or details were available at the time of this report.